Manufacturer narrative:
Product event summary: analysis could not confirm the reported event of intermittent loss of power when battery drawer was opened. It was confirmed that the negative battery contact appeared to have been tampered with, it was bent out of mechanical specification. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were broken, the battery drawer was broken, the keyboard was scratched, the serial number label was damaged, and no battery was received with the device.

Event description:
It was reported that during annual test/inspection, the external pulse generator (epg) was found to intermittently lose power immediately upon opening the battery compartment, as well as not operating with the battery polarity reversed. There was also a loose battery contact (negative side). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.